Manufacturer narrative:
It was reported that a patient was revised due to increasing left arm pain. A disc fragment was noted to have come loose, resulting with an obstruction on the patient's left foramen. The radiographic images showed a disc replacement at c5/c6 with loss of disc height and osteolytic changes surrounding the implant with a fusion at c6/c7 level. Lack of pre-operative, immediate post-operative and interim timepoints hinders further interpretation. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The implant was not intact as -received. The endplates were noted to have detached with the sheath, fiber construct and core having separated. Microbiological samples were sent in to test for infection where the test results showed c. Acnes; however, no microbiological reports were provided. Based on the information provided, the device had not failed mechanically at the time of removal. Therefore, infection likely contributed to the observed osteolysis and the removal of this device.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported that a revision was required due to increasing left arm pain experienced by the patient. A disc fragment had reportedly come loose, causing the obstruction on the patient's left foramen. The implant was subsequently explanted and replaced with an acdf. The device was intact at the time of removal.